Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that at follow up visit the lead impedance was high. The lead remains in use, and patient will be monitored during follow up visits. No patient complications have been reported as a result of this event.